Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient was admitted to the hospital for heart failure exacerbation. The patient was then transferred to another hospital on (B)(6) 2016 in acute kidney failure/acute heart failure/respiratory distress. The patient was treated with dobutamine 7.5mcg, bumex gtt 4mg/hr, metolazone 5mg po daily, and 15l nrb. The patient's creatinine/blood urea nitrogen on admission were 5.86/99. Continuous veno-venous hemodialysis was initiated immediately and is still currently in use. Right heart catheterization on (B)(6) 2016 showed radial artery 31 - pulmonary wedge pressure 26 - pulmonary artery 47/32 - ci 2.52 (on dobs 7.5). A transthoracic echocardiogram on (B)(6) 2016 showed moderate ra/rv enlargement and moderate tr. All symptoms point to rv failure per the site. Due to arrhythmias, dobutamins has been titrated down to 2.5mcg and the patient remains on bipap (refusing intubation). Of note, outflow graft was anastomose to the descending aorta during implant (site does not feel this is related). The patient is not a candidate for rvad placement given multisystem organ failure palliative care was consulted. The patient has decided to withdraw care on (B)(6) 2016 as he is waiting for friends from italy to arrive to say good bye to first. The site will update on status on patient when it changes (i.e., expiration).

Manufacturer narrative:
Operator of device (physician). Additional information received stated that the patient expired on (B)(6) 2016 with multi system organ failure and right ventricle failure. Site is disposing of pump or remains implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.